Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of being unable to maintain fio2 levels was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was unable to maintain fio2 (fraction of inspired oxygen) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. To be serviced by 3rd party.